Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ask engineer to look at the arctic sun device while they were performing the fsn software update as they been having an issue with it. They said chiller kept switching off.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the chiller had failed. Chiller assembly was replaced. Slow intermittent filling is observed in testing. Fill valve was secured. Fill tube was replaced. Coin cell was replaced. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ask engineer to look at the arctic sun device while they were performing the fsn software update as they been having an issue with it. They said chiller kept switching off. Per sample evaluation results on 15apr2026, device having slow intermittent filling observed in testing.